Event description:
It was observed that during the device evaluation, the gastrointestinalvideoscope had foreign material coming out of nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to clogging of nozzle, water removal ability does not meet the standard value. Wear on the angle wire led to stretching, affecting the bending angle in the up direction, and the play of the upward/downward angulation control knob did not meet the standard value. Deterioration in the bending section cover's adhesive was observed due to physical/chemical stress with a crack, and a chip. Physical stress caused deformation with a scratch on the protector of the universal cord on the control section, on the scope connector side, on universal cord and on switch 3. Additionally, physical stress deformed and shaved the control unit, while chemical stress caused discoloration. Reprocessing stress led to deterioration on the air water-cylinder and suction cylinder, with paint peeling off. Both, objective lens and light guide lens had adhesive around the lenses peeled off. Chemical stress caused the resin to crack during handling leading to scratch on the plastic distal end cover. The resin area became detached due to humidity or deteriorated due to the cleaning, disinfecting, sterilizing leading to a wrinkle on the universal cord. The scope cover plate unclear, and the scope cover was shaved. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nineteen (19) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for evis lucera gif type 260 series, operational manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.